Event description:
It was reported that the image on the 9600 system was washed out and at times too dark. It seems to happen more during lateral cases or on oversized patients. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported problem could not be duplicated. Checked image resolution, camera tracking and dos output. All within specification. No system issues noted. The system was tested and found to be working as intended and placed back into service.